Event description:
It was reported that during surgery the micro drill medium straight attachment overheated. This resulted in the patient receiving a small burn that looked like a blister. The burn was small, approximately 1/4" and light colored. The patient did not require any medical intervention due to the burn. There was no surgical delay reported and the procedure was completed successfully.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the root cause of the event could not be determined.

Event description:
It was reported that during surgery the micro drill medium straight attachment overheated. This resulted in the patient receiving a small burn that looked like a blister. The burn was small, approximately 1/4" and light colored. The patient did not require any medical intervention due to the burn. There was no surgical delay reported and the procedure was completed successfully.